Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a bha, there was a foreign material on the device.

Event description:
It was reported that, during a bha, there was a foreign material on the device.

Manufacturer narrative:
An event regarding foreign matter involving a centrax head was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned as the device has been implanted but the blister tray was returned. A piece of material was taped on the blister tray. A material analysis was performed on the returned foreign material taped on the blister tray. Material analysis concluded that "foreign debris was reportedly observed on the centrax duration. Ftir analysis indicated the debris was consistent with poly(methyl methacrylate). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event for the foreign matter was confirmed based on the returned foreign material taped on the blister tray. The device was used and implanted onto the patient. A material analysis was performed on the returned foreign material taped on the blister tray. Material analysis concluded that "foreign debris was reportedly observed on the centrax duration. Ftir analysis indicated the debris was consistent with poly(methyl methacrylate). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." A root cause could not be determined based on the consultation with packaging sme indicating that the mar test result showed that the foreign material was pmma, but their packaging process do not use pmma material. No further investigation is needed at this time. If additional information are received, this investigation will be reopened and re-evaluated.